Manufacturer narrative:
Livanova (B)(4) received further information that the replacement of the motor did not resolve the reported malfunction. In addition to the motor, the distribution board was also replaced. Subsequent functional verification testing was completed without further issues and the unit was returned to service. As the motor was completely submerged in water and replacement did not resolve the issue, it was disposed of. The replaced board was requested for return to livanova (B)(4) for further investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Manufacturer narrative:
There was no patient involvement. The heater-cooler 16-02-80 is not distributed in the USA, but it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k052601). Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). A livanova field service representative was dispatched to the facility to investigate. The service representative was able to confirm the reported issue and traced the failure to a defective motor. The defective motor will be replaced. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report. Evaluated on site by livanova rep.

Event description:
Livanova (B)(4) received a report that a heater-cooler system 3t displayed an error message on the patient side during disinfection procedure. There was no patient involvement.